Event description:
The customer returned two used devices for investigation. Both used devices were confirmed to leak from the filter vents. This report captures the second singular returned device failure.

Manufacturer narrative:
One used. List #12" (30 cm) ext set w/microclave®, 0.2 micron low protein binding filter, 2 clamps, spiros® w/red cap; lot #unknown. The used ch3531 extension set was confirmed to leak from the filter vent. The probable cause of the observed leakage is typical of temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.